Event description:
The device was implanted on 1/5/96, for infusion of fudr via the hepatic artery for treatment of cancer. On 1/15/97, the MFR received the following response to a device tracking polling letter from the pt's spouse: "this pt passed away on 1/23/96, with the device implant." He hemorrhaged from the hepatoma. Surgical exploration and implantation of the device was 1/5/96. No further details were available.